Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 469 mg/dl at the time of the incident and blood glucose was 347 mg/dl at the time of call. The customer was treated with manual injection and insulin pump. The customer was assisted with troubleshooting and no issue was found at the time of call. The device will not be returned for analysis.